Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the temperature was unstable. After reaching 60 degrees, it would no longer output. The generator was restarted and the antenna was reconnected and the temperature showed correctly. The procedure was completed with the device. There was no patient injury.

Manufacturer narrative:
One act2530 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The water circulated normally through the sample, however the sample did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. This is a manufacturing related failure. Corrective action was implemented subsequent to the manufacture of the incident device. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the temperature was unstable. After reaching 60 degrees, it would no longer output. The generator was restarted and the antenna was reconnected and the temperature showed correctly. The procedure was completed with the device. There was no patient injury.